Event description:
It was reported that the patient passed away. The cause of death was not provided. Due to patient privacy laws the managing hospital did not communicate patient outcome information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was unknown, and an autopsy was not performed. Due to patient privacy laws the hospital did not communicate patient outcome information. However, based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. It was also reported that the heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14 jun 2021. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.